Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) did not deploy, and the patient experienced post-procedural bleeding. Manual pressure was held to achieve hemostasis. There was no reported patient injury. The mynxgrip was prepped per normal procedure and thought deployed per normal. The user shuttled down completely without significant resistance or the application of unusual force during 5f non-cordis sheath introducer retraction. The advancer tube was engaged and visible. A 5f non-cordis sheath introducer was used. Femoral artery suitability was verified on angiography or venography, and the vessel diameter was confirmed to be =5 mm. No vessel tortuosity or calcium was present at the puncture site. The procedure was an interventional case with left femoral artery access via retrograde approach. The deployer was mynx certified. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. The device was not saved and will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynxgrip vascular closure device (vcd) did not deploy, and the patient experienced post-procedural bleeding. Manual pressure was held to achieve hemostasis. There was no reported patient injury. The mynxgrip was prepped per normal procedure and thought deployed per normal. The user shuttled down completely without significant resistance or the application of unusual force during 5f non-cordis sheath introducer retraction. The advancer tube was engaged and visible. A 5f non-cordis sheath introducer was used. Femoral artery suitability was verified on angiography or venography, and the vessel diameter was confirmed to be =5 mm. No vessel tortuosity or calcium was present at the puncture site. The procedure was an interventional case with left femoral artery access via retrograde approach. The deployer was mynx certified. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2519606 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿sealant-failure to deploy¿ could not be evaluated as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.